Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient underwent two revision surgeries, the first in 2006, and the second in 2011 (specific dates not reported) due to recurrent infections at the implant site. The device remains implanted.